Manufacturer narrative:
Investigation summary: the event unit was returned in the latched position. Upon visual inspection, engineering observed that a component located at the bottom of the trigger that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event is due to a bent component within the trigger of the handle. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received (B)(6) 2017: the jaws were not cleaned during the procedure because it happened at the beginning of the procedure. The blade was not stuck in the forward position when the issue was observed because we were grasping the fallopian tube in order to seal it and we were not trying to transect it yet.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Salpingo-oophorectomy - "after several shootings, when the surgeon was trying to seal and divide the fallopian tube, the jaws blocked and he could not open it again. In order to release the jaws from the tissue, he had to cut it with scissors. They opened a new handpiece to complete the procedure." Patient status- no patient injury.